Event description:
A report was received that the patient was experiencing urinary incontinence. It was unknown if it was device related or not. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing urinary incontinence. It was unknown if it was device related or not. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing urinary incontinence. It was unknown if it was device related or not. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4) 2013, additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision and was doing well post-operatively. It was believed that there was device malfunction and that the bladder incontinence was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision and was doing well post-operatively. It was believed that there was device malfunction and that the bladder incontinence was device related. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed